Manufacturer narrative:
Corrected data: g1. H6 codes have been updated to reflect the conclusion of the investigation.

Event description:
No additional information.

Event description:
It was reported that during a case using the spine guidance 4 software, there was an inaccuracy which caused misplacement of the screws. The surgeon aborted navigation and freehanded the placement of the screws. The procedure was completed successfully with no surgical delay and no adverse consequences.